Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device intermittently failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker performed an initial evaluation and verified the reported issue.

Manufacturer narrative:
The device was still able to be powered on and off by pressing the on/off button. The device's lid switch, designator sw5, was determined to the cause of the reported issue. The returned device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device intermittently failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.